Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, it was not possible to further identify the root cause from the information obtained in the investigative results. As there was no information, nor confirmation received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed, noise, static, not okay after aeration. Additional evaluation findings are as follows: leak from instrument channel, probe insulation megaohm value = 0, crack on a-rubber glue, forceps passage problem due to bx leaking, one echo signal missing, fluid invation to bending section, fluid invation to scope connector, fluid invation to um (ultrasound medical products) connector, corrosion at um connector, us (ultrasound)-el (electrical) insulation, megaohm value = 5 and low angulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the bronchofibervideoscope had no image, no error code. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.